Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-03489 and 1627487-2013-03491. The pt has 2 scs leads, one is an occipital scs lead (off-label). The pt reported she wants her scs system removed due to ineffective stimulation in addition to discomfort in her head and neck. The pt is to consult with her physician regarding surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.